Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 467 mg/dl at the time of incident. The current blood glucose level is 157 mg/dl. The customer was treated for high blood glucose with insulin syringe. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer did not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that the insulin pump had no delivery alarm and power error detected alarm during self test. The customer was assisted with troubleshooting and able to clear the alarm but unable to rewind the insulin pump. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement and active current measurement. Insulin pump also passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No anomalies noted during testing. However, power error detected noted due to connector resistance issue electrical board.